Event description:
Caller reported a malfunction on the pump, with no significant events occurring prior. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.